Event description:
Customer reported that while treating a patient using treatment gen 6, the treatment was interrupted due to the clinac getting a ctrl (major) interlock. Customer read the backup counter and observed that 97mu had been delivered to the field prior to the interruption. Customer closed treatment and reset the clinac. Once the interlocks were cleared, customer opened patient plan in treatment to continue with the day's session. Customer began re-treating the field that had been interrupted, realized it should have been a partial treatment, and stopped the clinac. Fourteenmu were delivered. Upon looking into chart history, customer observed that the previous partial treatment was not recorded, so according to varis the field had not been treated. Customer reported the issue to varian for further investigation. Customer analysis determined that the patient was underdosed by 0.4% of the prescribed dose. Customer concluded that this would have no clinical impact.